Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009, to report a strange noise followed by a blood spill within an orthopat machine. No operator or donor injury was reported. Upon eval of the device the reported problem was confirmed. The blood was cleaned and the power supply and the top deck distribution board was replaced. The machine is now ready for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company¿s service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2009, to report a strange noise followed by a blood spill within an orthopat machine. No operator or donor injury was reported.